Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient was examined by their dentist and found the their occlusion had changed, and no longer in functional alignment. This occlusal scheme is traumatic long term and the patient was advised to discontinue aligner use. They were referred to an orthodontist for corrective evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.